Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient¿s representative reported capsular contracture, baker grade IV. Patient has been experiencing enlargement of their breast, as well as increasing pain and fatigue since 2019. Patient suffers from depression and anxiety associated with the reported adverse events. This record relates to the right side. Status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "frequent infections¿ and ¿autoimmune disease lichen planopilaris¿; these events are not device related. Device has been explanted.